Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision operative notes indicate the patient received a liner and head revision of the right tha due to armd. Upon entering the joint, the surgeon encountered cloudy effusion, periarticular metal staining, and soft tissue necrosis consistent with armd. The surgeon notes there was corrosion on the head and stem taper junction. There was no visible wear on the liner or head articulating surfaces. The cup was well-fixed and retained. The stem was well-fixed, the trunnion was scrubbed clean, and retained. There was no reported product problem with the revised acetabular liner. The patient received a depuy polyethylene line and depuy ceramic head. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right hip to address adverse local tissue reaction/ adverse reaction to metal debris; (right hip). Treatment: metal liner and metal head revised.